Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reports a lot of blood at incision site bandages and it was advised to reach out to their healthcare provider (hcp). A day later, patient's son reported blood saturated bandages, and increased voids and leaks since surgery. It was reported that the patient feels some stimulation in the vagina and some in the hip. During the call, the patient was changed from program 1 to program 2 and was advised to reach out to their hcp. A few days later, patient's son reported the patient experienced a burning sensation during urination that started over the weekend. Patient is voiding more than before the evaluation, but is happy with the reduction in leaks. Patient's son is concerned with a possible uti and was advised to reach out to their hcp. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.